Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). H3: device evaluated by manufacturer: change ¿no' to 'yes'. One (1) osseotite® implant 4 x 11.5mm (oss411) was returned for investigation (image attached in complaint). Visual evaluation of the as returned product identified the implant fractured across the middle threads. Bone debris present on the external threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 36 (fdi) and was used for approximately 2 years 24 days. The customer provided one (1) x-ray, implant can be seen fractured. Review of appropriate documentation: documents reviewed: p-iis086gi rev. G 10/2019; potential adverse events; page 1. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review: DHR review was completed for the subject lot number (2017112324). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2017112324) for similar events and no other complaint was identified. Post market trend review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture) or product (oss411). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant fractured and was removed.